Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a surgical repair of an abdominal wall hernia with incarcerated omentum within it on (B)(6) 2014 and mesh was implanted. The patient experienced pain and disability since the surgery. No additional information was provided.